Event description:
It was reported that during a procedure to treat a lesion in the left circumflex artery, a perforation occurred which required treatment with a graftmaster stent. The 3.0 x 26 mm graftmaster stent delivery system (sds) was advanced, but could not cross to the perforation. A 3.0 x 16 mm graftmaster sds was used to successfully treat the perforation. The patient had a good outcome. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.